Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the returned complaint device consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that the balloon has a 16mm longitudinal tear starting at the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mmx20mmx144cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mmx20mmx144cm coyote es balloon catheter was advanced for pre-dilatation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.